Manufacturer narrative:
Block b3: the date of the event was approximated to 8/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip was properly inserted into the colonoscope; however, when the device was activated to deploy the clip, it would not detach. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.